Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the lamp insufficient brightness and occasionally failed to light up normally is cause traced to component failure and for e102 error- lamp extinguishes is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1(address 1) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited lamp insufficient brightness and occasionally failed to light up normally and e102. The issue occurred during sedation of a diagnostic general consultation and treatment. There were no reports of patient harm.